Event description:
The recipient is reportedly experiencing no lock. External equipment was exchanged: however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.4, h.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. This device is considered failure in situ. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.